Manufacturer narrative:
Additional information: no product was returned for evaluation. The report of suspected pump thrombosis could not be conclusively determined as the device is not available for evaluation. The report of elevated power and estimated flow were confirmed per the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. Moreover, a correlation between the device and the reported gastrointestinal bleeding events could not be determined. It was reported that the patient was admitted for acute blood loss anemia and treated with 5 units of prbc. Elevated flows were observed on device interrogation, and the patient was monitored for elevated power and estimated flow for the following 9 months. Several instances of power and flow elevations reported in this timeframe. Pump thrombosis was suspected for the elevated pump parameters, despite the patient being reportedly asymptomatic with low ldh levels. It was also reported that the patient was admitted several times with five previously unreported gi bleeds. On (B)(6) 2017, the patient was admitted for shortness of breath and minimal exertion, and x-rays suggested a slight increase of a left basilar pleural disease which was chronic since (B)(6) of 2016. The patient had improved symptoms on (B)(6) 2017. On (B)(4) 2017, it was reported that the patient was doing well. The patient remains ongoing on vad-58900. Thrombus and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(4) 2016, it was reported that nothing was noted on an echocardiogram performed that day. Log files submitted showed an increase in power and a decrease in average pi over time. On (B)(4) 2016 it was reported that the patient continued to have intermittent higher flows and powers and lower pi¿s. The patient felt good, with no signs of decompensation, shortness of breath, chest pain or acute symptoms that correlate with vad changes. No signs of hemolysis via labs. Log file analysis revealed several periods of elevated powers and estimated flows that occur for several days, then abate for a few days, before returning. On (B)(4) 2017, it was reported that the patient was seen the day prior with complaint of shortness of breath with minimal exertion. Hgb 9.2; cr 2.4; bnp 1243; ldh 351 u/l; pfh <30 inr 1.1. The patient has been taking 1 mg coumadin daily with no titration due to history of gastrointestinal (gi) bleed. Cxr impression: slight increase of left basilar pleural disease since (B)(6) 2016 likely representing a slight increase of chronic left pleural effusion with associated left basilar compressive atelectasis. Probable tiny right pleural effusion. No evidence of pulmonary edema. Stable cardiomegaly. Unchanged left ventricular assist device and pacemaker leads. On (B)(4) 2017 it was reported that the patient has been taking torsemide 40 mg bid x2 days. Symptoms of dyspnea had improved since (B)(6) 2017. The patient was no longer short of breath. No edema or swelling noted. The lvad clinician clarified that the patient¿s left pleural effusion was chronic, since (B)(6) 2016. (B)(4) 2017, it was reported that during a clinic visit for annual equipment check, lvad interrogation showed several occurrences of flows being +++ throughout the last couple of days. It was reported that the patient has a history of gi bleed c several egds and avm clips in addition to a long standing suspected thrombus. The patient has been asymptomatic and labs have been unremarkable. Log file analysis showed a transient increase in power and flow. There were no alarms and the pump, other than the transient elevations in power and flow was operating within parameter. On (B)(4) 2017, it was reported that the patient was doing well and has not shown any signs of decompensation. The patient was off all anticoagulation due to 5 or more gib admissions. On (B)(4) 2017, additional information stated that one elevated flow up to 10 lpm was noted on interrogation. Patient had complaints of chest tightness and increasing shortness of breath at times that resolved with diuretics. Log file analysis noted intermittent flow elevations on (B)(6) 2017 and (B)(6) 2017. There were no other unusual events noted in the event history and the pump appeared to be functioning as intended.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted several times with five gastrointestinal (gi) bleeds. The dates of the gi bleeds were not specified. The most recent gi bleed was from (B)(6) 2016. The patient was admitted to the hospital with anemia and an acute blood loss. The patient was given five units of packed red blood cells. Anticoagulation medication was held during the gi bleeds. Warfarin was resumed at a lower dose and the inr goal was decreased to 1.5-2.0. It was also reported that on (B)(6) 2016, the lvad system was producing high flow estimations of 12 lpm and higher. The patient was discharged on an unspecified date. The vad clinician reported that on (B)(6) 2016 the lvad flow estimation readings increased from 5-6 lpm to 10-11 lpm, while powers were 5 watts to 7-8 watts. The patient was asymptomatic. On (B)(6) 2016, the patient reported that the lvad estimated flows were greater than 10 lpm. Upon device interrogation, it was observed that the patient had an increase in flow and power 7-8 watts as of (B)(6) 2016. The patient remained asymptomatic and the labs remained stable. The patient admitted to not hydrating adequately. The patient had an inr of 1.5 and was not on antiplatelet therapy due to multiple bleeding issues. On (B)(6) 2016, the patient¿s lactate dehydrogenase (ldh) had been in the 300-400¿s, the plasma free hemoglobin was normal, and the inr was 1.6. The vad clinician suspected that with the pump changes there was some thrombus, despite the lower ldh. The patient was asymptomatic and there were no signs of heart failure.